Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was disposed of.

Event description:
It was reported that product 1806-4270s, 4.2x180 drill bit, was used in case for a gamma nail. This item had an expiration date of 2016-03. This item was not implanted in patient and was used once.

Manufacturer narrative:
The drill, ao, sterile t2 femur ø4,2x180 mm was not returned to stryker kiel since the issue is about an exceeded expiry date and physical examination was not required. Review of the device history records of the device reported did not indicate any conspicuities; the DHR contain a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) march 2016 (nominal value). The device reported was documented as faultless prior to distribution. Since the reported drill was on consignment at the time of surgery, the distribution center is responsible for the exceeded expiry date which should have been noticed prior to surgery. Evaluation indicates the event being an error on part of the distribution center. Real aging tests performed with stryker drills in 2007 reveal that there is a safety tolerance; drills with exceeded expiry date were checked more than 2 months overdue and considered still sterile subsequently. The expiry date is a theoretical date which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. The principal engineer, quality distribution and field ops (stryker mahwah, USA) was informed about the case in order to address the issue. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to off-label use (error on part of the distribution center).

Event description:
It was reported that product 1806-4270s, 4.2x180 drill bit, was used in case for a gamma nail. This item had an expiration date of 2016-03. This item was not implanted in patient and was used once.